Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with deflation. Concomitant medical products: left-mentor smooth round high profile 500cc saline breast implant, catalog number 3503500, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round high profile 500cc saline breast implants which the right side deflated after implantation. Patient noticed a visible decrease in size in the right breast. The right breast is continuing to get smaller. No other symptoms . At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the devices were explanted on (B)(6) 2021. Two ruptured implants was received and mentor will report right side as well. Reason for device explant and/or reoperation: bilateral deflation. This report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 11, 2021. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant had a crease/fold in the posterior view. Additionally, a tear was identified within the crease measuring approximately 0.5 cm. In addition, the valve of the implant was delaminated with leakage. It should be noted that as part of mentor's quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).